Event description:
It was reported that on: (B)(6) 2001 the patient presented for an office visit. On (B)(6) 2001 the patient presented to the office with complain of annoying pain in the lateral thigh. On (B)(6) 2002 the patient presented to the office with complain of back and leg pain. On (B)(6) 2003 the patient underwent MRI of the lumbar spine without contrast. Impression: this degenerative change is as described. No significant change from the prior study. On (B)(6) 2003 the patient underwent an MRI exam. On (B)(6) 2003 the patient presented with complaint of back pain radiating to the right leg. Diagnosis: discogenic pain l5/s1, l5 radiculopathy. On (B)(6) 2003 the patient presented with the complaint of back pain and disc injury l5-s1. The following procedures were performed: right-sided minimally invasive facetectomy, discectomy; interbody fusion with interpose augmented with bmp l5-s1; insertion of disc prosthetic device titanium lordotic cage l5- s1, minimally invasive; pedicle screw fixation l5 s1 bilateral, percutaneous; interpretation of c-arm; neuro electrophysiologic monitoring l4 to s1. Per op-notes: ¿the disc space was open nicely after this. A bmp collagen sponge was packed into the cage. Bleeding was minimal.¿ on (B)(6) 2004, (B)(6) 2003 the patient presented for an office visit. On (B)(6) 2004 the patient underwent MRI of the lumbar spine with and without contrast due to back pain. Conclusion: status post posterior pedicle screw fixation of l5 and s1. On (B)(6) 2004 the patient underwent an MRI which did not show any new disc herniation at the levels above the fusion. On (B)(6) 2004 the patient underwent lumbar myelogram due to back pain status post lumbar fusion. Impression: lumbar myelogram with flu oroscopic guidance. No immediate complications to the procedure. The patient was status post fusion at the lumbosacral junction and there are degenerative changes as discussed above. The patient also underwent CT myelogram. Impression: status post l5-s1 fusion with a titanium cage and pedicle screws from.l5-s1. There was some bony fusion across the disk space; there was marked right sided neural foraminal narrowing at l5- s1 due to extensive bony changes discussed above; no subluxation was seen; degenerative disk disease with large osteophyte at t11-12 as seen on the sagittal reformatted images. On (B)(6) 2004 the patient underwent CT exam due to leg pain. On (B)(6) 2004 the patient presented for a follow up visit. On (B)(6) 2004 the patient presented with the following preoperative diagnoses: l5 radiculopathy, overgrowth of bony fusion in to the n euroforamen on the right, symptomatic hardware l5-s1 bilateral. The patient underwent the following procedure: minimally invasive removal of l5-s1 bilateral pedicle screw fixation, repeat foraminotomy to decompress bony overgrowth of fusion compressing l5 nerve root right, interpretation of c-arm. ¿a metallic cage is seen projecting over the l5-s1 intervertebral disk space on this single lateral view of the lumbar spine. Two metallic surgical devices are noted, one with its tip projecting over the anterior aspect of the l5 pedicle and another with its tip projecting over the posteroinferior portion of the l5-s1 intervertebral disk space.¿ on (B)(6) 2007 the patient underwent MRI of the lumbar spine without and with intravenous contrast. Impression: postsurgical changes of anterior interbody fusion and possible posterior fusion at l5-s 1 on the right. 4-5 mm broad-based posterior disc protrusion at l4-l5 with mild indentation upon the ventral aspect of the thecal sac. Lumbar myelography and CT scan of the lumbar spine may be obtained for further evaluation. On (B)(6) 2007 the patient underwent CT of the lumbar spine. Impression: there was a prosthetic disc cage at l4/5; evidence of previous pedicle screws, in the lower lumbar spine which have been removed; relatively normal vertebral height and alignment; multilevel disc bulging as described with no definite evidence of stenosis of the central canal or neural foramina. No definite nerve root impingement is identified, although this would be better evaluated by myelogram with CT or MRI; injected contrast at the l3/4 level appeared to remain within the nucleus pulposus; injected contrast at l4-5 extravasive posteriorly through a defect in the annulus fibrosis. Small amount of contrast is noted collected in the midline anterior to the thecal sac. There was a small associated central disc protrusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent her initial spine fusion surgery (from a transforaminal approach) on the lumbar region of her spine from verte brae l5 to s1, with the help of rhbmp-2/acs. Post-op, the patient complained of progressively worsening low back pain with radiculopathy into her lower extremities. It was reported that due to these severe symptoms the patient underwent revision surgeries. On (B)(6) 2007, the patient underwent second surgery (from an extreme lateral approach) on the lumbar region of her spine from vertebrae l4 to l5. Post-op, the patient complained of progressively worsening low back pain with radiculopathy into her hips, groin and lo wer extremities. It was reported that the patient experienced swelling in her right leg and could not sit or stand for extended periods of time.